Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy with esophageal varices ligation procedure performed on (B)(6) 2024. During the procedure, after the first two bands were successfully deployed, it was noticed that the third band could not be deployed. A second attempt was made by suctioning the tissue of another varix; however, the band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: it was reported that the ligator shrink wrap was removed "before mounting the ligator, as it could not be mounted if not removed first"; however, per the IFU, "removal of the ligator shrink wrap is done at the end of the setup."

Manufacturer narrative:
Section e: this event was reported by the sales representative. The healthcare facility is: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
Block h2 (additional information): block e1 (initial reporter title, initial reporter first name, initial reporter last name, initial reporter phone), block e2, block e3, block h11 have been updated based on the additional information received on may 31, 2024. Block e1 (initial reporter phone): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy with esophageal varices ligation procedure performed on (B)(6) 2024. During the procedure, after the first two bands were successfully deployed, it was noticed that the third band could not be deployed. A second attempt was made by suctioning the tissue of another varix; however, the band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: it was reported that the ligator shrink wrap was removed "before mounting the ligator, as it could not be mounted if not removed first"; however, per the IFU, "removal of the ligator shrink wrap is done at the end of the setup."